Manufacturer narrative:
Section e1 facility and address was updated to the correct information.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Forty-seven sample trays were received for the evaluation. One tray was opened and the sponges inside were unfolded. The purpose of the sponge to maintain the 4¿x4¿ form is to eliminate the sponge from linting, fraying, shredding and losing its absorbency. It is not possible to confirm the reported issue on these opened trays. Further, twenty-four of the unopened trays were evaluated. Four of these trays were opened and the sponges were dumped out, there was a piece of lint that fell out on the table. The reported condition is confirmed from these unopened samples. The definitive root cause of the reported condition could not determine at this time. The aql checks was done in the beginning, middle and end of each lot from our production. These checks are noted on the device history record. During the traying of the sponges, 50 trays were reviewed for lint and linting. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the gauze was linting and leaving fibers all over the instruments. The customer confirmed that this happened in a surgical setting.